Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered for noise and oversensing on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The analyst noted the full lead was returned with a stylet in the lead. The outer tubing did not have a breach, and there is no evidence of any fractures of the conductors. If information is provided in the future, a supplemental report will be issued.